Event description:
It was reported that customer's insulin pump alarms everyday. The alarm indicates the device failed the self test. The device was sent back for analysis. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Device alarmed during self test due to faulty component on the rear board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.